Event description:
It was reported that the patient experienced an implant of an artificial urinary sphincter(aus) device after a sling device was previously implanted due to unspecified reasons. A patient outcome was not reported.